Manufacturer narrative:
The device was returned to olympus of evaluation and the reported malfunction was confirmed. The evaluation also found that there was a video connection issue; the scope detection did not work due to a sensor failure. The scope detection sensor was faulty and because of it the light source could not identify the device and its associated functions. This was noted to be the result of wear and repeated use over time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source gave an absence of high when the camera was connected. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (identified via b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the camera cannot be connected occurred due to failure of the scope detection sensor. The cause of the detection sensor could not be identified. The phenomenon can be prevented by following the description in the instruction manual which states: "important information ¿ please read before use" "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." " precautions for installation and connection" "never apply excessive force to connectors. This could damage the connectors." Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies the reported phenomenon occurred during an unknown procedure and was completed with the subject device.